Manufacturer narrative:
Model number: 72400024, serial number: (null), lot number: 937154007, model description: balloon fgs, 61-70 cm, implant date: (B)(6) 2016, explant date: (B)(6) 2018, expiration date: 05/19/2020, manufacture date: 06/03/2015, gtin: (B)(4). Model number: 72400098, serial number: (null), lot number: 940663011, model description: control pump fgs, implant date: (B)(6) 2016, explant date: (B)(6) 2018, expiration date: 06/17/2020, manufacture date: 06/18/2015, gtin: (B)(4). Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the connector. The balloon tested out of specification. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced malfunction with a implanted artificial urinary sphincter (aus). The physician reported the device was not working anymore. A revision surgery is scheduled for this patient. No additional patient complications were reported in relation to this event. It was subsequently reported the patient experienced fluid loss of his aus and underwent a complete replacement of the aus.

Manufacturer narrative:
Model number: 72400024, lot number: 937154007, model description: balloon fgs, 61-70 cm, implant date: (B)(6) 2016, explant date: (B)(6) 2018, expiration date: 05/19/2020, manufacture date: 06/03/2015, gtin: (B)(4). Model number: 72400098, lot number: 940663011, model description: control pump fgs, implant date: (B)(6) 2016, explant date: (B)(6) 2018, expiration date: 06/17/2020, manufacture date: 06/18/2015, (B)(4).

Event description:
It was reported that the patient experienced malfunction with a implanted artificial urinary sphincter (aus). The physician reported the device was not working anymore. A revision surgery is scheduled for this patient. No additional patient complications were reported in relation to this event. It was subsequently reported the patient experienced fluid loss of his aus and underwent a complete replacement of the aus. This complaint was initially submitted to FDA via asr report q1 2017 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.